Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including hyperlipidemia and coronary artery disease. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a patient with a 25mm 3300tfx aortic valve implanted six (6) years, two (2) months, was evaluated for valve-in-valve procedure due to degeneration, central regurgitation, and paravalvular leak (pvl). Patient presented with heart failure and shortness of breath. Tavr was successfully performed with a 23mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 3300tfx aortic valve implanted six (6) years, two (2) months, was evaluated for valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 23mm 9755rsl transcatheter valve. Account name: (B)(6). Case date: 2024-06-21. Date submitted: 2024-06-24. Primary physician: (B)(6). Product_type: s3ur valve size: 23 mm valve position: aortic model #: 9755rsl23a, serial/lot: (B)(6), (patient) was the patient alive at end of procedure?: yes. Was valve successfully implanted?: yes. Was there central leak?: no. Procedural notes: pt had a magna surgical valve failure. Thv complaints already notified before the emergent tavr took place. Valve: 25 magna ease sn (B)(6), implant date: (B)(6) 2018.